Event description:
It was reported to philips that fluoroscopy intermittently failed during operation on an allura xper fd20/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reconfigured the epx group to resolve the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).